Event description:
It was reported that the patient fell on the concrete onto the implantable neurostimulator (ins) about one month prior to report and no longer felt stimulation in the left leg since that time. The patient then had a myelogram to determine why stimulation was not felt. The ins was at 3.50v. The patient¿s usual settings were between 2.00v and 3.60v. It was noted that the patient had an unrelated endoscopy. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).